Event description:
Via spontaneous call, patient reported that tubing is leaking from filter, she noticed the leaking when she felt a wet spot on her shirt, advised patient it¿s possible tubing may be faulty and instructed patient to change her tubing to a new one. Patient does not know lot number of tubing because she threw away the packaging. No other information known. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved? Ongoing? Resolved. Sending extra tubing. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? No; did we [MFR] replace device? Yes. Reported to (B)(6) by: patient/caregiver.